Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion at the tubing event on (B)(6) 2024. The blood glucose level was 307 mg/dl at the time of event, therefore the patient was treated with bolus from pump. No further information was available.